Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a communication fault in 2024 (2916596-2024-05838) that was resolved with a modular cable and system controller exchange, this recurred on 27jan2026 in the early hours. The system controller was exchanged which did not resolve the problem. Log files from the primary system controller were sent for review. The log file confirmed driveline communication fault alarms on 02feb2026. The system controller and modular cable were exchanged and new log files and images were sent. The log files captured driveline communication fault alarms after the exchange. The photo of the pump cable connector showed corrosion near the ground and communication pins. Isopropyl alcohol was applied to remove debris from the pump side connector. After the cleaning procedure was performed, the communication fault was resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via the submitted log files but was not reproduced on the returned heartmate modular cable. The submitted system controller event log files contained relevant events from 24jan2026 through 02feb2026. A driveline communication fault alarm, associated with communication a line faults, became active on 27jan2026 at 03:07:18 and continued until a system controller exchange occurred on 27jan2026. The driveline communication fault alarm returned on 02feb2026 at 08:02:46 and continued until a second system controller exchange occurred on 02feb2026. A driveline communication fault alarm that was associated with communication b line faults then became active on 02feb2026 at 16:18:46 and continued through the end of the file. No other notable events or alarms were captured. Visual inspection of the returned modular cable (lot #11094649) revealed a light coating of debris consistent with corrosion on the pins of the inline connector. The returned modular cable was tested on a mock loop with a test system monitor, power module, and system controller. No issues or alarms were active throughout testing. The modular cable was then tested to evaluate the integrity of its wires and passed. No further troubleshooting was performed. The provided information stated that the system controller was exchanged on 27jan2026 after recurrent driveline communication faults. Additional information received stated that driveline communication fault alarms were confirmed on 02feb2026 and the system controller and modular cable were exchanged. Alarms still didn¿t resolve but corrosion was noted on the pump cable connector. After cleaning the connector, alarms resolved. The root cause for the reported event was determined to be due to corrosion at the inline connector; however, the root cause of the corrosion could not be conclusively determined through this evaluation. The relevant sections of the device history records for modular cable lot #11094649 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline communication fault alarms. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. Heartmate 3 patient handbook, section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.